Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing loss of function and pain due to high impedance on the lead. As a result, surgical intervention occurred wherein the lead was explanted and replaced.

Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo.